Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. A 64mm g trident hemispherical shell, 6.5x20mm screw, and a 44mm g x3 insert were implanted.